Event description:
On 13-oct-2015, maquet received a complaint form from the customer reporting the following: "on (B)(6) I was notified about a patient in the unit that had a balloon catheter. The balloon pump was alarming "rapid gas loss" several times leading the nurses to believe the balloon was ruptured. No blood was ever seen in the drive line. The balloon catheter was changed. Affected catheter was removed from the patient and sent to maquet. Another catheter was placed in patient." The patient died. Patient death was not attributable to the device as per the customer.

Manufacturer narrative:
(B)(4). Correction on the "device manufacture date" and add additional "evaluation codes method".

Event description:
On 13-0ct-2015, maquet received a complaint form from the customer reporting the following: "on (B)(6) I was notified about a patient in the unit that had a balloon catheter. The balloon pump was alarming "rapid gas loss" several times leading the nurses to believe the balloon was ruptured. No blood was ever seen in the drive line. The balloon catheter was changed. Affected catheter was removed from the patient and sent to maquet. Another catheter was placed in patient." The patient died. Patient death was not attributable to the device as per the customer.

Manufacturer narrative:
(B)(4). Additional information related to the event and the circumstances of the patient's death were requested to the customer however the customer has no more information available. The production device history record (DHR) of the iabp involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. (B)(4). The manufacture requested additional information referent to the event and the circumstances of the patient's death however the customer stated that has no more information available. (B)(4). Additional information related to the event and the circumstances of the patient's death were requested to the customer however the customer has no more information available.

Event description:
On 13-oct-2015, maquet received a complaint form from the customer reporting the following: "on (B)(6) I was notified about a patient in the unit that had a balloon catheter. The balloon pump was alarming "rapid gas loss" several times leading the nurses to believe the balloon was ruptured. No blood was ever seen in the drive line. The balloon catheter was changed. Affected catheter was removed from the patient and sent to maquet. Another catheter was placed in patient." The patient died. Patient death was not attributable to the device as per the customer.

Manufacturer narrative:
The company representative also verified transducer calibration and function. Gas loss in iab circuit alarms-the problem could not be duplicated. The occurence was verified in the alarm log. The company rep met with risk management and discussed the incident. The company representative performed all functional and safety check.

Event description:
On 30-jun-2015, a company representative reported the following: "customer biomed called back about a second occurence on this rapid gas loss alarm on his cardiosave." On 02-jul-2015, a company representative reported the following via a cpl update: "meet with risk management and perfusion personnel to discuss incident. Risk management does not attribute patient death to this device."